Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0z1u8v01, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis of the tined lead (va0z1u8v01) found no anomaly. The returned lead was tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during implant on (B)(6) 2016, the initial tined lead that was used did not get any motor or sensory response from contact 2 while using the j-hook. The lead was never actually inserted into the implantable neurostimulator (ins). It was decided at the time to use a different lead and the lead that did not provide response on contact 2 would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.